Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation revealed a faulty emv 4 valve which resulted in the failure of the vaporizer inlet/outlet valve test on two occasions. The reported pressure transducer test failure was not reproduced. The emv 4 valve was replaced and the device passed the system checkout. The device has passed all performance and safety tests according to factory specifications. The device was returned to the customer and cleared for clinical use. The emv 4 valve controls pv5 (vaporizer bypass valve). A non functioning emv4/pv5 may affect agent concentration in the fresh gas to the patient. The technical log has no recordings related to the described issues. We have not received the replaced part and the true cause of the issues has therefore not been determined. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 05/15/2017, corrected manufacturing date: 04/21/2017.

Event description:
Manufacturer's reference number: (B)(4).